Event description:
It is reported the patient had one (1) resolute integrity drug eluting stent implanted. Post stent implant, the patient believes he has developed a mild skin reaction. No other clinical sequelae were reported for this event.

Manufacturer narrative:
Evaluation results: (root cause undetermined). Inherent risk of procedure (reaction). No results available since no evaluation performed (device or procedural images have not been returned for review). Evaluation conclusions: (root cause undetermined). Known inherent risk of procedure (reaction). Unable to confirm complaint (device or procedural images have not been returned for review). (B)(4).